Manufacturer narrative:
(B)(4). The customer reported that a pt death occurred and the staff did not receive an expected alarm. We will consider that a delayed response to the pt may have occurred as staff may not have been immediately aware of the condition of the pt at a time intervention was warranted. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt death occurred and the staff did not receive an expected alarm.